Event description:
Nurse had given injection to a pt in a semi-private room. When she attempted to dispose of needle into sharps container, used needle was catapulted out of tray and stuck the other pt, who was seated nearby. Routine baseline hepatitis and hiv profile tests were performed. MFR rep conducted investigation on 12/19/95.